Event description:
Biopence biopsy needle failed to obtain adequate tissue samples after 4 passes 2 biopsies with 2 separate 18 g biopence devices. A different biopsy needle was used and 2 adequate samples obtained with 2 passes. Multiple providers have experienced similar problems recently. Reference report: mw5119787.